Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was dropped, after which the luer connector broke and the cartridge became stuck, preventing removal of the cartridge from the chamber and necessitating device replacement. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of user reports, request for photographs of the broken luer and trapped cartridge, review of device history as applicable, and return logistics for device evaluation. Investigation of this case revealed mechanical damage to the infusion interface and cartridge retention consistent with impact-related breakage of the connector and associated component, with no evidence of performance issues affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to dropping the device.